Event description:
It was reported that the device was explanted. The implant duration was less than a month. Through follow-up with the surgeon, it was learned that the device was explanted to "repair av disruption." An operative report was provided. Through the operative report, it was learned that the patient had undergone mitral valve replacement two days prior to the explant. "The patient had been slowly improving except for clevated pulmonary artery pressures and had not had any bleeding during the day on postoperative day 2, and she was scheduled for early morning redo of mitral valve replacement and repair of atrioventricular disruption." The "patient was taken to the cardiovascular intensive care unit in serious condition." It was noted that the device is not available for evaluation. Information was learned from implant patient registry, through follow-up with the surgeon, and the operative report. The device history record (DHR) review is currently in process of being completed.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.